Manufacturer narrative:
Results - the reported condition "unit loses power" could not be duplicated during evaluation.

Event description:
It was reported by service report that the unit loses power in the middle of transportation and the head end jack is leaking. No patient involvement or adverse consequences were reported.